Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump rejects new batteries on occasion, the rewind process is slower on occasion, and the buttons are harder to push. Customer's mother declined to provide the customer's blood glucose level. Troubleshooting was not completed as the customer's mother declined. No harm requiring medical intervention was reported. The pump will not be returned for analysis.